Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed long-term running test (1 week at 100 bpm) and high-load test (4 hours at hr150), but no recurrence was observed. As a preventative measure, the compressor, muffler, and temperature sensor were replaced. As regular inspection, the safety disk, tidal disk, and critical alarm were replaced. The equipment was calibrated and is in good condition.

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0206-00-0734 pn 0119-00-0236 rev. A, sn (B)(6)_dtech pn 0103-00-0631 pn 0103-00-0499 parts were received with a reported failure of the unit overheating. The fat performed a visual inspection and found pn 0206-00-0734 to have exposed wiring. Not able to test this part. The rest were in good condition. The fat installed pn 0119-00-0236 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed pn 0103-00-0631 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed pn 0103-00-0499 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure. Based on the device evaluation, the failure mode was not confirmed for the compressor (0119-00-0236), muffler 1/8 npt (0103-00-0631), muffler (0103-00-0499) as there were no non-conformances identified. Also, for the temperature sensor (0119-00-0236), the part was unable to be tested, however, the possible contributing cause is the part becoming damaged from prolonged exposure to elevated ambient conditions and excessive handling.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was overheating (disaster medical center rental). There was no impact on patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.